Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving 365.9 mcg/ml compounded baclofen at 111 mcg/day, 25.7 mg/ml morphine at 7.797 mg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient was at the emergency room and the hcp had planned to explant the pump. The hcp was asking about oral dosing equivalent to intrathecal therapy. The rep reported that the pump had eroded through the skin over the pump. The plan is to explant the pump and observe the patient in the intensive care unit. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that the patient remained in the hospital as of (B)(6) 2018. No further complications were anticipated/reported.